Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot# serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 8782, lot#: n562093006, implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 17-jun-2017, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the catheter was removed and replaced because the patient had some toxic events " down and squish".